Event description:
Plaintiff was employed as a medical assistant, habilitation aid and respite who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges developing a latex allergy.